Manufacturer narrative:
The complaint device driving cap f/insertion handle (product code: 03.010.523, lot number: l788102 ) was not received for investigation. A photo investigation was performed based on the image attached to file: (B)(4) intake email received with device photo from sales consultant (B)(6) 2021. The image was reviewed, and the complaint condition can be confirmed. Based in photographic evidence provided, it is observed that tip of the handle was damaged. The image show that the tip is separate from the device. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523, lot: l788102, manufacturing site: (B)(4). Release to warehouse date: 24.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the driving cap for frn has a unknown allegation. It is unknown where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report is for one (1) driving cap/threaded this is report 1 of 1 for (B)(4).